Event description:
A service technician from the distributor reported that a jb-70 intra-oral x-ray unit, (B) (4), would generate an exposure on its own when the unit was turned on . The hygienist of the dental office, (B) (6), powered on/off the unit 10 times before contacting the service technician.